Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that pace impedances on the right atrial (ra) lead, connected to this implantable cardioverter defibrillator (ICD), have been jumpy. The biggest jump recorded was about 550 ohms to over 1500 ohms. This is within normal limits. It was noted that minute ventilation (mv) signal oversensing was causing inappropriate atrial tachy response (atr). Serial pacing impedance testing was performed while doing isometrics and pocket manipulations. All measurements looked good and no noise was present. Boston scientific technical services (ts) suggested to turn the respiratory response trend off. No adverse patient effects were reported.

Event description:
Additional information received indicated that the noise and jumpy impedances had been occurring for about 7 months. The plan was to perform reprogramming to eliminate noise on the ra lead and to continue to monitor the lead for further issues. No adverse patient effects were reported.